Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1595tc, drill pin, acl tightrope®, closed eyelet, 4 mm, the spade tip broke off when drilling through femoral condyle. This was detected during use in an acl revision procedure on (B)(6) 2025. The procedure was completed successfully as the broken tip was retrieved and a 2.4 drill pin was used to correct it. On (B)(6) 2025 - the complaint initiator replied that the purpose of the revision procedure was because the patient's initial patellar tendon acl reconstruction had failed when the patient returned to sport too early without completing an adequate return to play/ rehabilitation program. On (B)(6) 2025 - the complaint initiator received updates that although initially it was believed that all of the broken material was removed from the patient during the surgery. Subsequently on a precautionary x-ray there was still metal left in the patient. This patient had a subsequent follow up surgery yesterday for the foreign material to be removed which was part of the spadetip drill pin. No reported ¿patient harm¿ apart from having to have a follow-up surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-1595tc, with batch number 15427066, revealed that the device's tip was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion or prying/leveraging the device during insertion.

Event description:
3rd october 2025 - there was hardware in knee prior to the procedure as it was a revision situation ¿ btb tightrope button sitting on lateral femoral condyle cortex and a distal screw in the tibia. Both not in direct influence of the spadetip drill that broke. It was also on the first attempt at drilling through the femur.